Manufacturer narrative:
Final analysis found the insulation abrasion breaching the outer insulation at 40.9 to 41.9 cm for connector pin. Abrasions are consistent with constant friction with another device or feature of patient anatomy. (B)(4).

Event description:
The report is to advise of an event observed during analysis.